Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_lead, product type: lead.

Event description:
A patient, who had a trial spinal cord stimulator (scs) placed on (B)(6) 2014 reported that the trial was painful. They reported that the "probe" moved a little bit so it was helping their left but not their right side. They also reported that stimulation output was a little too high because it was jerking their stomach. They were able to turn it down and felt a numbing sensation. They felt the five day trial seemed too short. They further reported that it was painful to have the lead pulled out. The indication for the trial implant is unknown.